Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as failed back surgery syndrome and spinal pain. It was reported that the patient missed a refill and an empty pump alarm was occurring. The patient had severe withdrawal symptoms. The logs show an empty reservoir occurred on (B)(6) 2016. A pump alarm was never heard after (B)(6) 2016. An alarm test was discussed and setting the critical alarm interval to 10 minutes. The hcp planned to fill and adjust the patient dose down on (B)(6) 2016.